Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine follow up, increase in capture threshold and pacing lead impedance were observed. The lead impedance increase was significant. Lead revision will be scheduled. The patient was stable.

Event description:
New information received notes that the patient presented in clinic for a routine follow up. Upon interrogation, capture threshold and pacing lead impedance continued increasing. Isometric testing was performed, but no oversensing was noted. The patient will be monitored remotely, and the lead will be reevaluated at time of the device replacement. The patient was stable and was discharged.

Event description:
New information received notes that the physician decided that no intervention will be made since the patient never received any therapies from the device and the lead. The patient was stable.